Event description:
It was reported that a small volume folfusor underinfused. This occurred during infusion of an unspecified antibiotic. The reporter stated that the expected infusion time was 24 hours; however, the actual infusion time was reported to be ¿more than 30 hours.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.